Event description:
It was reported that signs of water/liquid were found on the ventilator's expiratory printed circuit board. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that signs of water/liquid were found on the ventilator's expiratory printed circuit board. Our field service engineer investigated the ventilator on site and identified saline damage to the expiratory channel, inspiratory pressure transducer, and the control printed circuit board (pcb: s). Additional parts were also replaced, monitoring pcb due to internal memory battery at the 5 year interval dated dec 20. New control board came with internal memory battery dated july 2021. Installed software version 8 as required by expiratory channel. Replaced depleted o2 cell and installed 2 battery modules. A pre-use check was performed. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The control, expiratory channel and both expiratory/inspiratory pressure transducers printed circuit boards were replaced and returned for further investigation. Visual inspection of the returned control, expiratory channel and inspiratory pressure transducer pcb:s confirmed the reported issue. The pcb: s were contaminated with a liquid. No visual contamination was noticed on the expiratory pressure transducer pcb. The liquid type according to the field service engineer was a saline solution. The printed circuit boards were not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction e.g. Technical errors, alarms, failed test during pre-use check. To avoid this scenario in the future, additional liquid protection solutions was implemented for units with serial numbers above (B)(6) (for servo-I) and (B)(6) (for servo-s). The most probable root cause was usability issue.

Event description:
Manufacturers ref: # (B)(4).